Manufacturer narrative:
D10: 01-030-01-0552 - alt cup clstr g5 sz 52: (B)(6), 01-030-40-0536 - alt xle lnr ntrl g5 36: (B)(6), 160-01-10 - pf stem tapered plasma ext offset sz 10: (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent an initial total hip arthroplasty on the right side. Subsequently, the patient experienced pain. The report states the patient fell in (B)(6) 2023 and since that time has been having pain, weakness, difficulty up/downstairs, getting into bed and into car. The pain is anterior to her hip in the groin. The surgeon recommended physical therapy and an MRI. Construct remains implanted. The outcome is considered continuing. No further information available.